Manufacturer narrative:
Implant date is estimated to be in 2016. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented into clinic and a loss of pacing and capture were observed. The device was unable to be interrogated and there was no magnet response due to possible premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable with no adverse consequences reported.

Event description:
The patient presented into the emergency room with a low heart rhythm and a loss of pacing and capture were observed on the device. The device was unable to be interrogated and there was no magnet response due to possible premature battery depletion. The device was explanted and replaced to resolve the event. The patient was admitted to the intensive care unit and required ventilation support. The patient status was stable; however, no further information was received.

Manufacturer narrative:
The reported events of inability to interrogate, inability to capture, no output, and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.